Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient did not charge their ipg as recommended due to ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and lead were explanted to address the issue.